Manufacturer narrative:
On examination, there was no perineal damage or injury to the patient noted. The ward staff in hospital believes that the kit was in the correct place prior to the patient transfer but the surgeon is certain that the kit was removed from the patient's vagina. The patient's daughter asked if the incorrect location of the kit may have contributed to her mother's kidney infection.

Event description:
Reported by the complainant as follows... A female patient with a long history of ms diagnosis with many co morbidities was admitted to the hospital from a nursing home. Fms was commenced under the direction of medical staff. The patient had developed moisture lesions on her buttocks believed to be a result of antibiotic related profuse diarrhea. These subsequently deteriorated into grade ii/iii pressure ulcers epuap. The nursing records for pre-insertion checks etc had been completed accordingly. The patient was diagnosed as having a kidney infection and was subsequently transferred to another facility for surgical intervention. The patient was seen in hospital two days prior to the hospital transfer. Examined the patient's pressure damage and the fms was in situ and functioning at this time. On transfer to the facility, the patient went to theatres and died in surgery - within 6 hours of transfer. The surgeon reported that the fms kit was removed from the patient's vagina.